Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2022, with lot number 3397062. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no other observations observed no further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.